Manufacturer narrative:
The returned intraocular lens (iol) was returned to the manufacturer for evaluation. The lens was inspected at 10x microscope magnification. Visual inspection revealed that a lens was cut off in pieces and one haptic was missing. Also, the visual inspection revealed surface residuals on the lens. The lens condition is consistent with a lens that was explanted from the patient's eye. Due to the lens condition only a visual inspection was performed. The manufacturing record review was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance with manufacturing instruction specifications. All test results showed a pass condition. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was fully implanted and then removed within the same procedure due to instability of the capsule. An incision enlargement and vitrectomy were performed. No patient injury was reported. No further information was provided.